Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that someone pressed the white button on the patient programmer (pp) instead of pushing the orange button. It was then confirmed that they see the on/ok message screen. The patient then stated that they can feel "it" going off inside of them, and that they can feel it buzzing on their skin. It was further noted that the battery moves around whenever it goes off and on, and that "when the thing goes off it's set to go off, sets it off, when [they] have it set to go off, it sets [their] thing off." Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is epilepsy.